Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced mechanical issues with the device, related to inflation and deflation. In a clinical evaluation, the medical staff confirmed the device issue and a surgical intervention was decided. During surgery, a kink-resistant tube hole was noted next to the pump, which is consistent with wear. Therefore, the pump was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.